Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). Hcp reported the battery was replaced in (B)(6) 2017. Patient is very happy with the results and their incontinence/urgency has improved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient's stimulator does not seem to be working. The caller stated that the patient has experienced a return of symptoms and is back to wearing pads for their bladder. The patient has leakage, incontinence, and urge frequency. At the time of the call the patient did not feel stimulation on therapy was found to be turned off. The caller was assisted with turning stimulation on, but still did not feel stimulation at 0.5 on program 1. The caller was advised to follow-up with their healthcare provider (hcp) if turning stimulation on did not resolve the patient's symptoms. An additional call regarding the patient reported that the patient was still experiencing incontinence and wanted to try adjusting stimulation. The patient was assisted with increasing stimulation and changing programs from 0.5 on program 1 to 1.7 on program 2. The patient was again advised to follow-up with their hcp if their symptoms did not resolve. The patient's change in therapy was reported to have been sudden. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.